Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 267 mg/dl, while wearing the pod between 36 and 48 hours on the arm. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it to be bent, kinked, or damaged. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula.